Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that the display sometimes blinks and has vertical lines. No further info was provided.